Manufacturer narrative:
(B)(4) evaluation statement: the reported event of bezel damage could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there has been an increase in bezel damage over the last 6-7 months that may or may not affect the new "valox" bezel assembly. There was no report of patient involvement.